Event description:
It was found that the casters would not roll due to the tire tread being detached from the caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.